Manufacturer narrative:
Other text: d4 UDI is unknown. No product information has been provided to date. Additional information b5 d5 d10 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a broken liquid crystal display (lcd) screen, corroded drain fitting, cracked tank cover, cracked front cover, and bended microswitch. There was wear and tear damaged to line cord, enclosure, and pole clamp. The technician started with a visual inspection then filled tank with water and attached temperature check. Plugged in line cord and turned on the power switch. The reported issue was confirmed. The over temp button won't work because the pcb was damaged. The root cause of the reported issue was found to be a broken printed circuit board (pcb) cause by the customer. The technician replaced pcb., corrected data: d2 d3.

Event description:
Additional information received via email 03-nov-2021: date of event provided.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken lcd screen, corroded drain fitting, cracked tank cover, cracked front cover, and bended microswitch. Wear and tear damaged line cord, enclosure, and pole clamp. Functional testing found the over temp button won't work because the printed circuit board (pcb) is damaged. The root cause of the reported issue was found to be customer damage. Replaced pcb, drain fitting, front cover, tank cover, enclosure, microswitch, line cord, and pole clamp. Device passed all functional testing.

Event description:
Additional information was received which included the event date and there was no patient involvement - the reported issue occurred during a preventative maintenance cycle test.

Event description:
It was reported the display could not be read and the "overtemperature alarm" test button did not work. These issues were found during preventive maintenance; no patient involved.